Manufacturer narrative:
The investigation could not determine a specific root cause as no sample was available for further testing. Review of the provided calibration and qc data did not indicate a general reagent issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable 25-hydroxyvitamin d (vitamin d) result for one patient sample. The initial result was 13.6 ng/ml and was reported outside the laboratory. The sample was repeated with a new reagent pack that was freshly calibrated and the result was 13.39 ng/ml. The sample was sent to a reference laboratory and tested by hplc. The result was 30 ng/ml. The customer did not know which results was correct or if the patient was adversely affected. The vitamin d reagent lot number was 17110301 with an expiration date of 03/31/2014. The customer declined a service visit as qc was in range.